Event description:
It is reported that the patient is presenting with pain after hip replacement.

Manufacturer narrative:
Evaluation summary: no x-ray of the surgery has been provided showing the orientation of the products. Also no medical history of the patient has been provided. No cause analysis is possible based on the information provided. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.